Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) ranging from 225 to 309 mg/dl and at times readings were "hi". Symptoms were polyuria, polydipsia, abdominal pain, drowsiness, and difficulty waking up. Patient received no unusual treatment. During troubleshooting, customer support found that the bolus type settings had been incorrectly programmed. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of incorrectly programming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings:. No meter was returned with the pump. Unable to confirm or duplicate the complaint, the pump information for the complaint date (B)(6) 2015 has been overwritten. The black box show dates from (B)(6) 2017.. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.